Manufacturer narrative:
B5: on (B)(6) 2021; the lens was removed and a same model; same length lens was implanted. The problem was resolved. Reportedly; "the patient did not show up for the follow-up examinations. She is currently unavailable." Claim# (B)(4).

Manufacturer narrative:
H3- device evaluation: the lens was returned in a microcentrifuge vial with moisture . Visual inspection found no visible damage to the lens. Dimensional and functional inspections found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, diopter -2.25 into the patient's left eye (os) on (B)(6) 2019. The surgeon notes refractive surprise. Reportedly the lens remains implanted. The cause of the event is reported as unknown.